Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that a pairing failure between the transmitter and the smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it has zero voltage. The share log was reviewed and the transmitter was observed to experience a fatal transmitter error and was continuously attempted to be paired. After the transmitter experiences a fatal error it will no longer pair. The customer complaint of a pairing failure was undetermined. The root cause could not be determined. The reported issue of a pairing failure is reportable based on the finding of a transmitter failure error.